Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin within the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6) was returned for analysis with a broken pin 5 within the black power cable connector of the patient cable. This pin is not connected to any of the underlying wires within the patient cable. The patient cable was replaced with a new functional cable, the mpu was functionally tested and passed all testing. A root cause for the reported event was unable to be conclusively determined throughout this investigation. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 09jun2020. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: there was damage to the mpu strap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was one was missing a pin in the black power connector.

Manufacturer narrative:
It is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.